Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #3008772169) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center (site #2028159). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined. The company representative, did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during extraction of a cataract a posterior tear was noticed. Optical coherence tomography line scan showed at the bottom of the posterior lens a shadow. The doctor proceeded with treatment and intraocular lens was implanted in the bag. The patient is doing well.